Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the introducer sheath split and was retraced back through the hemostasis valve. Vascular access was obtained via a femoral approach. A 14f isleeve introduce was inserted into the patient with no resistance nor problem noted. An accurate valve and transfemoral delivery system was inserted through the introducer with no resistance noted. The valve was deployed normally. During the removal of the delivery system, the first operator commented he felt some resistance as he was pulling the distal end of the delivery system through the introducer. As the delivery system was removed, part of the isleeve introducer was noted to be caught in the hemostatic valve. Upon inspection of the delivery system, it was apparent that the delivery system as not completely closed to the 'soft kiss' position, meaning the tip of the introducer likely became caught on the capsule, causing the isleeve to tear down one of the seams in a "banana peeling" like motion. The introducer was removed and exchanged for a 14 f sheath. No injury to the femoral artery was noted. The patient remained stable throughout the procedure. The femoral access site was closed with a non-bsc closure system. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device avail for eval, returned to MFR on, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: the isleeve was received with the dilator. Device analysis determined the condition of the returned device was consistent with the reported information. The sheath and tip were microscopically examined. The shaft was torn 12cm-13cm from the hub. The shaft was torn like a banana starting 13cm from the hub and extending to the tip. There was no evidence of any damage or irregularities contributing to the damage. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that the introducer sheath split and was retraced back through the hemostasis valve. Vascular access was obtained via a femoral approach. A 14f isleeve introduce was inserted into the patient with no resistance nor problem noted. An accurate valve and transfemoral delivery system was inserted through the introducer with no resistance noted. The valve was deployed normally. During the removal of the delivery system, the first operator commented he felt some resistance as he was pulling the distal end of the delivery system through the introducer. As the delivery system was removed, part of the isleeve introducer was noted to be caught in the hemostatic valve. Upon inspection of the delivery system, it was apparent that the delivery system as not completely closed to the 'soft kiss' position, meaning the tip of the introducer likely became caught on the capsule, causing the isleeve to tear down one of the seams in a "banana peeling" like motion. The introducer was removed and exchanged for a 14 f sheath. No injury to the femoral artery was noted. The patient remained stable throughout the procedure. The femoral access site was closed with a non-bsc closure system. This product is only ous approved but it is similar to an approved us device.